Event description:
The dual drive console was being tested for pre-operational use, when a popping noise was heard from the uninterruptible power supply, when the bottom module a compressors were turned on. The unit was switched from ac to battery and then back to ac again with the same results. The back-up console was used instead.